Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal and umbilical hernia repairs. It was reported that after implant, the patient experienced infection, rolled up mesh, adhesions and scarring. Post-operative patient treatment included explant of mesh, symptomatic suprapubic preperitoneal fluid collection by aspiration of thick viscous greenish-yellow fluid, cavity lining excised and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal and umbilical hernia repairs. It was reported that after implant, the patient experienced infection, rolled up mesh, adhesions, urinary frequency and urgency, fecal urgency, suprapubic pain, viscous greenish-yellowish fluid, mesh completely unincorporated, fluid collection, and scarring. Post-operative patient treatment included explant of mesh, symptomatic suprapubic preperitoneal fluid collection by aspiration of thick viscous greenish-yellow fluid, cavity lining excised and lysis of adhesions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced surgical revision, infection, symptomatic suprapubic preperitoneal fluid collection, and adhesions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal and umbilical hernia repairs. It was reported that after implant, the patient experienced abdominal pain, seroma, abscess, unincorporated mesh, displaced mesh, bothersome urinary symptoms, infection, rolled up mesh, adhesions, urinary frequency, urgency, fecal urgency, pain, viscous greenish-yellowish fluid, mesh completely unincorporated, fluid collection, pain, bladder mass, bladder outlet obstruction, lymphocele, supravesicular cyst, fibrous connective tissue, inflammation, mass, lymphatic drainage, and scarring. Post-operative patient treatment included medication, explant of mesh, aspiration of thick viscous greenish-yellow fluid, cavity lining excised, CT scan, admission to hospital, and lysis of adhesions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal and umbilical hernia repairs. It was reported that after implant, the patient experienced infection, rolled up mesh, adhesions, urinary frequency, urgency, fecal urgency, pain, viscous greenish-yellowish fluid, mesh completely unincorporated, fluid c ollection, pain, bladder mass, bladder outlet obstruction, lymphocele, supravesicular cyst, fibrous connective tissue, inflammation, mass, lymphatic drainage, and scarring. Post-operative patient treatment included explant of mesh, aspiration of thick viscous greenish-yellow fluid, cavity lining excised, CT scan, admission to hospital, and lysis of adhesions.

Manufacturer narrative:
Additional information: a4, b2, b5, b6, b7, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient and imf codes) ime 2402: fecal frequency, mass, lymphocele. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of bilateral inguinal and umbilical hernia repairs. It was reported that after implant, the patient experienced infection, rolled up mesh, adhesions, urinary frequency and urgency, fecal urgency, suprapubic pain, viscous greenish-yellowish fluid, mesh completely unincorporated, fluid collection, pain, bladder mass, bladder outlet obstruction and scarring. Post-operative patient treatment included explant of mesh, symptomatic suprapubic preperitoneal fluid collection by aspiration of thick viscous greenish-yellow fluid, cavity lining excised and lysis of adhesions. Relevant tests/laboratory data (B)(6) 2016: per op note, imaging studies reveal large suprapubic preperitoneal collection along with displaced mesh from previous inguinal hernia repair. Fluid aspiration demonstrated no malignancy or infection. Repeat imaging study revealed reaccumulation of fluid collection about the same size as previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal and umbilical hernia repairs. It was reported that after implant, the patient experienced infection, rolled up mesh, adhesions, urinary frequency and urgency, fecal urgency, suprapubic pain, viscous greenish-yellowish fluid, mesh completely unincorporated, fluid collection, and scarring. Post-operative patient treatment included explant of mesh, symptomatic suprapubic preperitoneal fluid collection by aspiration of thick viscous greenish-yellow fluid, cavity lining excised and lysis of adhesions.